Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an infection at the ipg site. In turn, surgical intervention was undertaken wherein the entire system was explanted. The patient was placed on oral antibiotics. No further information is available.